Manufacturer narrative:
(B)(4). A CAPA has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the "bordeaux" cap had come off of a large volume infusor. This was noted before use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The device was manufactured june 26, 2014 ¿ june 27, 2014. The device was received for evaluation. Visual inspection revealed that the red coil cap had separated from the housing. The upper area of the device¿s housing was also noted to be malformed during visual inspection. The cause of the separated coil cap was determined to be the malformed housing. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.